Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the aortic (ao) pressure sensor demonstrated progressive drift and eventually became sufficiently negative that the device generated an alarm indicating an unreliable placement signal. Despite the sensor drift, device flow parameters continued to correlate appropriately with motor current. The pump was removed the previous evening without any knowledge, and retrieval for analysis will not be possible. There was no known injury or harm to the patient. Additional information stated that the first pump was used and later removed without replacement. During its use, there were concerns regarding device sensing, recurrent suction events, and the need for repositioning due to suspected incorrect placement. Possible thrombus formation was also reported, and the patient was simultaneously supported with extracorporeal membrane oxygenation. The patient required and received a blood transfusion during the course of treatment.